Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a 18mm amplatzer septal occluder was selected for implant. After deploying the device a "cobra-shape" deformation occurred. The device was recaptured and exchanged for an unknown device. No patient consequences were reported.

Manufacturer narrative:
An event of deformity upon deployment of the device was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.